Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead showed high impedance (>2000 ohms) back in december 2018. During testing today, bipolar impedances were in the 500 ohm range. No adverse patient events reported. Should additional information be received, this file will be updated.